Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed the pi irrigation tubing had been fractured at the distal end of the catheter, consistent with the failed shaft leak and irrigation leak tests, fluid ingress. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured irrigation tubing remains unknown.